Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
During a procedure, the threaded tip on a stem inserter handle broke off during impaction. The broken thread was able to be removed from the implant. The surgery was completed without delay.